Event description:
A complaint was received regarding a plum a+ that experienced device inaccuracy. The reporter reported that during pm activities and delivery accuracy test he found the problem with under delivery - 18,2 ml (requirements 20 ml +- 1ml). The pump has been taken out of service by the user.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.